Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. The analyst noted the full lead was returned in segments with the helix extended. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated diminished right ventricular sensing. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that sensing vector on the right ventricular (rv) lead was reprogrammed to try to improve sensing, but the sensing continued to worsen. The lead was partially explanted and replaced. No patient complications have been reported as a result of this event.